Manufacturer narrative:
(B)(4). The ge service rep reloaded the software. The system operates as intended.

Event description:
The customer reported that the system does not save images. No pt injury was reported.